Manufacturer narrative:
Upon inspection, the baxter technician found there was no issue with the emergency stop function but the devices battery was inoperative. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. The baxter technician replaced the battery to resolve. Based on this information no further actions are required at this time. The reported issue is likely to result in a temporary interruption or delay of therapy. If a low battery status is reached, the device will give a warning to charge the device. When the warning will initiate the lift will be able to complete one full lifting cycle with maximum load. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
A other health care professional contacted technical service to report that viking m had an issue, emergency function inoperative. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. The device was requested for service/inspection by baxter.

Manufacturer narrative:
Device inspection is pending at the facility. A supplemental report will be submitted upon completion of the investigation.

Event description:
A other health care professional contacted technical service to report that viking m had an issue, emergency function inoperative. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. The device was requested for service/inspection by baxter.